Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, olympus reviewed dhrs the lots 29k through 38k since the lot number of the device was not provided. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. Based on the results of the investigation, it is likely the needle tube was broken by the following mechanism: (1) a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively; (2) when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use aspiration needle tip broke off. There were no reports of patient harm. Associated patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Several attempts to obtain additional information were made however a response was not received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.